Manufacturer narrative:
Due to the age of the device and the fact that there are no repairs available for the glidescope avl video baton 3-4, the customer declined to have their video baton returned for evaluation and disposal. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, six (6) years and ten (10) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was intermittent. A delay in the procedure of a few minutes occurred as a backup avl glidescope system was obtained. No harm to the patient or user was reported.